Manufacturer narrative:
Initially, no product was returned, but on january 24, 2006 there was a non-sterile opta pro balloon catheter received for evaluation. Functional testing was performed and revealed that the balloon would not inflate when pressurized. Analysis revealed that the inflation lumen at the position of the proximal balloon seal was sealed tight. This anomaly was caused by an operator related failure during the proximal balloon seal process. Actions to assure an open inflation lumen have already been implemented.

Event description:
The info rec'd from the affiliate states that this pt was presented to the interventional lab for an angioplasty procedure (lesion location unknown). The characteristics of the vessel are unknown. The info states that this balloon would not inflate when pressure was applied with an indeflator. The connection between the indeflator and the catheter hub was said to be tight. There were no kinks or bends noted in the catheter. The balloon catheter was removed and another balloon was used to complete the procedure. There was no reported injury to the pt.